Manufacturer narrative:
(B)(4). Section b3: date of event: unknown, not provided. Section d4: catalog number: a complete catalog # is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: email address: unknown/not provided. Section e1: telephone number: unknown, information not provided. Section h3-other (81): the device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown an attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor feels that as the preloaded intraocular lens(iol) gets towards end of injection, rather than levelling out, lens continues upward towards cornea. Capsule was tenting as the lens is almost fully inserted, rather than staying in line with equator. No patient injury was reported. Instrument was used to reposition lens after injection of iol in the eye. Iol information not available. Iol remains implanted. No further information is provided.